Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Functional testing showed the device's on/off keypad button was responding when pressed to shut off the pump but no when pressed to turn the pump on. The cause was identified as a defective microprocessor unit board. The microprocessor board was replaced. The problem source is listed as unknown.

Event description:
Information was received indicating that the power button on a smiths medical cadd-legacy one ambulatory infusion pump would not turn the pump on. It was reported that the pump would only turn on and run the self-test after the batteries were removed and then put back in. It was also reported that when running a program after about 4 minutes it would lose the display and turn off. No known adverse effects to patient.

Manufacturer narrative:
Additional information: additional information received on (B)(6) 2019 indicating that there was no patient involvement in the reported event.